Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that the power tool did not stop when drilling intra-operatively although the trigger had been released. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event, unknown. Device is an instrument and is not implanted / explanted. Device was received for evaluation (date unspecified). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Service center (B)(4) reports, the service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. The power modules were both opened and checked. No failure or malfunction could be detected. Also no remaining liquids were found and the described failure did not occur. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation is based on the service & repair record received. The device failure reported by the customer could not be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. As part of further investigation in addition to already reported investigation results the power modules were replaced. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. No failure or malfunction could be detected. Also no remaining liquids were found and the described failure did not occur. A possible cause was not identified since no failure could be detected, this finding was also concluded on the initial medwatch report if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.